Event description:
Ventritex rec'd an out of svc explant form indicating that the sv02 lead was broken. After further investigation it was clarified that the wire of the lead became broken while the pt was playing volleyball. The pt experienced a tachycardia attack and rec'd no therapies due to the broken lead. It is unknown if the lead was explanted or capped.